Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was over delivering insulin. Customer experienced low blood glucose and treated with food for low blood glucose. Customer stated that they had been bolusing less carbs even though they were eating more carbs to compensate. Customer also stated that the reservoir had large air bubbles and they cleared the air bubbles. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.